Event description:
Prepped device by stylet removal, inserted into the patient, but the catheter would produce an image. Device was unplugged and plugged back in, but that didn¿t help the issue. A new device was used and worked.